Event description:
On (B)(6) 2023 pt admitted for extreme prematurity (23 3/7 weeks) weighing 650 grams. On (B)(6) 2023 5 french orogastric tube in place for decompression. On (B)(6) 2023 pt remained npo. On (B)(6) 2023 ogt removed secondary to questionable tracheal perforation vs mediastinal air from difficult intubation at birth. On (B)(6) 2023, abdominal assessment dusky across lower abdomen, abdominal xray with minimal bowel gas, surgery consult. On (B)(6) 2023 1400 two view abdominal xray with interval development of pneumoperitoneum. On (B)(6) 2023, 1451 surgery consult and penrose drain placement.